Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive cause of the reported issue could not be determined. It is likely that it was caused by not following the instructions in the instruction manual. The event can be detected/prevented by following the instructions for use (IFU), which state: IFU operation manual "3.5 checking and replenishing detergent levels¿. IFU installation manual ¿4.13 detergent injection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor had mold growing in the detergent pipeline. There were no reports of patient involvement.